Event description:
The customer reported a falsely elevated initial troponin I (access accutni) result, within the risk stratification range, for one patient involving the access 2 immunoassay system. The elevated result was released out of the laboratory. As a result, the patient was transferred to the cardiac unit and given heparin. A few hours later, a sample was retested on the same instrument and generated a lower result. An amended report was issued to the hospital, and the physician stopped the heparin treatment. There has been no report of current patient outcome to date. The customer's biomedical engineer performed system diagnostics onsite. The biomedical engineer discovered a bent pipettor tip upon inspection of the analyzer. The biomedical engineer noted the bent pipettor tip was most likely due to an incorrect tube and rack combination as a result of operator error. The biomedical engineer replaced the pipettor, performed a preventative maintenance (pm), and completed a high sensitivity system check which passed within instrument specifications. The instrument was returned to normal operation.

Manufacturer narrative:
Service was not dispatched as the customer's biomedical engineer resolved the reported issue. In conclusion, operator error contributed to the event. The operator used the incorrect rack and tube combination, which caused damage to the pipettor tip.